Manufacturer narrative:
The supplier are unable to perform an evaluation for this investigation. The nrc retaining the display in the national repair center as per procedure.

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) stopped functioning. The iabp went into standby mode. The iabp was restarted and the touchscreen worked for 5 minutes then stopped working again. It was later reported that the patient came in to pci team with stemi and cardiogenic shock. Occluded marginal branch and papillary muscle rupture were noted. Iabp was established and the patient was admitted for emergency surgery. In this situation, the patient was completely dependent on the iabp. Patient sternotomeras and we went to ecc. Kept iabp on auto 1:1 until pliers were set. Turns iabp to standby and changes settings to internal and restarts. Retains this during the clamping time. When the tongs are released, iabp is started at semi-automatic 1: 3 and we start weaning by ecc. Goes up to 1: 1. The patient begins to become tachycardic and requires a lot of inotropes as well as iabp to maintain map> 60. The chief surgeon indicated he wanted to evaluate the ventricular function and ask that the iabp stop briefly. The iabp was put on standby. After evaluation, the iabp could not be restarted but could now not get out of standby mode. Meanwhile, the patient's map drops to <30. After pressing anywhere on the screen for a few minutes, customer tried to turn off iabp completely and restart it. After doing this iabp came out of standby mode but cannot start, i.e., they could not use the touch screen. They then decided to change the iabp to another iabp. Thereafter, the patient could be successfully weaned from the ecc using the iabp. The patient suffered no injuries in relation to the event or later. The customer has not indicated if the adverse event is attributed to the iabp.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Inspection of the touchscreen was completed with no visual damage observed. The national repair center installed the touchscreen into the cardiosave test fixture and tested the touchscreen to factory specifications. The national repair center could not verify the failure of why the touchscreen doesn't work anymore. The touchscreen passed testing. The national repair center is sending the touchscreen to the supplier. A supplemental report will be submitted when the investigation has been completed.

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) stopped functioning. The iabp went into standby mode. The iabp was restarted and the touchscreen worked for 5 minutes then stopped working again. It was later reported that the patient came in to pci team with stemi and cardiogenic shock. Occluded marginal branch and papillary muscle rupture were noted. Iabp was established and the patient was admitted for emergency surgery. In this situation, the patient was completely dependent on the iabp. Patient sternotomeras and we went to ecc. Kept iabp on auto 1:1 until pliers were set. Turns iabp to standby and changes settings to internal and restarts. Retains this during the clamping time. When the tongs are released, iabp is started at semi-automatic 1: 3 and we start weaning by ecc. Goes up to 1: 1. The patient begins to become tachycardic and requires a lot of inotropes as well as iabp to maintain map> 60. The chief surgeon indicated he wanted to evaluate the ventricular function and ask that the iabp stop briefly. The iabp was put on standby. After evaluation, the iabp could not be restarted but could now not get out of standby mode. Meanwhile, the patient's map drops to <30. After pressing anywhere on the screen for a few minutes, customer tried to turn off iabp completely and restart it. After doing this iabp came out of standby mode but cannot start, i.e., they could not use the touch screen. They then decided to change the iabp to another iabp. Thereafter, the patient could be successfully weaned from the ecc using the iabp. The patient suffered no injuries in relation to the event or later. The customer has not indicated if the adverse event is attributed to the iabp.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and advised that the touchscreen did react, indicating an issue. To resolve the issue, the fse replaced the touchscreen and then performed all functional and safety tests to meet factory specification. The iabp was returned to the customer and cleared for clinical use. We have requested the return of the touchscreen to be returned to our national repair center for failure analysis, and will submit a supplemental report when the investigation has been completed. (B)(6).

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) stopped functioning. The iabp went into standby mode. The iabp was restarted and the touchscreen worked for 5 minutes then stopped working again. It was later reported that the patient came in to pci team with stemi and cardiogenic shock. Occluded marginal branch and papillary muscle rupture were noted. Iabp was established and the patient was admitted for emergency surgery. In this situation, the patient was completely dependent on the iabp. Patient sternotomeras and we went to ecc. Kept iabp on auto 1:1 until pliers were set. Turns iabp to standby and changes settings to internal and restarts. Retains this during the clamping time. When the tongs are released, iabp is started at semi-automatic 1: 3 and we start weaning by ecc. Goes up to 1: 1. The patient begins to become tachycardic and requires a lot of inotropes as well as iabp to maintain map greater than 60. The chief surgeon indicated he wanted to evaluate the ventricular function and ask that the iabp stop briefly. The iabp was put on standby. After evaluation, the iabp could not be restarted but could now not get out of standby mode. Meanwhile, the patient's map drops to less than 30. After pressing anywhere on the screen for a few minutes, customer tried to turn off iabp completely and restart it. After doing this iabp came out of standby mode but cannot start, i.e., they could not use the touch screen. They then decided to change the iabp to another iabp. Thereafter, the patient could be successfully weaned from the ecc using the iabp. The patient suffered no injuries in relation to the event or later. The customer has not indicated if the adverse event is attributed to the iabp.